Event description:
On (B)(6) 2006, the patient underwent treatment of an abdominal aortic aneurysm with three gore® excluder® aaa endoprostheses. It was reported the left common iliac artery (lcia) was aneurismal at the time of implant. On unknown dates, the patient reportedly underwent multiple coil embolization procedures to treat type ii endoleaks (sources unknown). On (B)(6) 2014, the patient presented to the hospital with abdominal pain. A CT scan identified a distal type I endoleak on the pxc161000 implanted in the lcia. It was reported that due to the previously identified type ii endoleaks, the aneurysm had enlarged, resulting in retraction of the pxc and a distal type I endoleak. It was also reported there was disease progression of the lcia aneurysm. On (B)(6) 2014, an additional procedure was performed whereby a contralateral leg component was implanted for distal extension on the pxc161000. Final imaging showed resolution of the endoleak, and the patient tolerated the procedure.

Manufacturer narrative:
Patient medications include aspirin, amlodipine, hydrochlorothiazide, omeprazole. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional devices implanted and involved in this event: pxt261218/03530221, pxa260300/04274260.